Event description:
--

Event description:
Boston scientific crm received information that this device reached elective replacement indicator (eri) battery status. As a result, the device was emitting beeping tones. The device was included in the mid life display of replacement indicators advisory population. The device reached eri due to extended charge time of 13.6 seconds. The caller wanted to discuss remaining device longevity. Technical services discussed that the device should be replaced within three months of declaring eri and that ten maximum energy shocks were available. Ts also discussed end of life (eol) monitoring voltage and device behavior when eol is declared. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned with all beeper functions programmed to off and the enable magnet use off. The device produces normal beeping tones. The device did meet expected longevity predictions as described in labeling. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later reported that the device was explanted and replaced with another boston scientific device. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.